Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that when trying to insert the iport, the customer had a lot of blood on site. They went to the emergency room because the bleeding did not stop. At the emergency room, they were informed that the iport may have reached a capillary. They did not notice an anomaly with the cannula or device. The customer¿s blood glucose level was unknown. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
The case-(B)(6) was reported in error.